Manufacturer narrative:
Eval: the pump was serviced and the pneumatic control system was determined to be the source of the difficulty. The part was replaced. Field service also reported water in the ventilation hose. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the pump began to emit "drain failure" alarms during use. The pump was switched off, & the iab was disconnected. The md removed the iab from the patient because the facility only had one pump available. The pt was in "bad condition" and did expire. The hospital does not attribute the death to the pump.